Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a left ventricular lead implantation procedure, the catheter valve was bleeding and the head was damaged. The procedure was continued with another catheter. After the lead was implanted in the target vessel, the lumen was sticky and the stylet could not be withdrawn. The procedure was completed successfully using a new lead. No adverse consequences were noted and the patient was stable.